Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) was consulted and research of available details did not match any existing records, so a non boston scientific device was suspected to be in service instead. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific does not own reporting responsibility for the device involved in this event since it is a non boston scientific device.

Event description:
It was reported that a subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated. Technical services (ts) was consulted and research of available details did not match any existing records, so a non boston scientific device was suspected to be in service instead. This device remains in service. No adverse patient effects were reported. Information from the field confirmed it was a non boston scientific device. No adverse patient effects were reported.